Event description:
It was reported that the right ventricular (rv) epicardial lead had high thresholds and was capped. It was further reported that an attempt to implant a replacement rv lead was abandoned because the lead was too short for the patient. The lead was removed and a longer lead was implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.